Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the insertion of the trial implant, the ball-tip at the back of the trial implant that is in the applicator, the knob broke off. The part stayed stuck in the applicator knob and the mechanism was locked due to that part. No patient harm and prolongation of surgery as there was a second instrument available. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation was conducted. The report indicates that the parts were made to se_237055 rev 'e'. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.